Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 302832 and lot number 0274490. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two syringes over a computer keyboard with no packaging blister. The syringe barrel is damaged, it has a crack. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Root cause description: it could be possible for this defect to occur during the assembly process. A jam may have occurred inducing the symptom reported by the customer. Rationale: further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd luer-lok¿ tip syringes were cracked down the middle. The following information was provided by the initial reporter: "he stated that on (B)(6) 2020, they discovered multiple luer-lock 30 ml syringes that were cracked completely down the middle. There was no customer or patient harm".